Event description:
The user facility reported that the device failed to retrieve a biopsy sample after three attempts were made. The users claimed to have taken a sample, but no sample was present in the cups when removed from the endoscope. There was no patient injury, but the procedure was reportedly not completed.

Manufacturer narrative:
Multiple attempts were made by phone and in writing to obtain additional detailed information from the user facility regarding the reported event, but only limited information was provided. The user facility reported to have had a spare device available at the time of the procedure, but elected not to use it, as the target biopsy sample was lost during retrieval. The device referenced in this report was returned to olympus for evaluation. The evaluation found that the jaws opened and closed appropriately. However, the evaluation also noted that the post inside the device handle that connects to the high frequency cable was loose, and continuity to be intermittent. This finding may have contributed to the reported phenomenon. The device was forwarded to the original equipment manufacturer for further evaluation. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.